Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The psm was installed onto a golden system where the component had functioned as expected. Multiple sterile adapters were installed onto the psm but could not reproduce the reported issue. During visual inspection, no issues were found. Probable root cause is attributed to the sterile adapter (sa) mount.

Event description:
It was reported that during a da vinci-assisted pyeloplasty surgical procedure, site informed intuitive surgical, inc. (Isi) technical support engineer (tse) that sterile adapter (sa) detached on patient side manipulator (psm) #1 after being engaged. The issue occurred on psm #1 only. Site requested psm 1 to be checked. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the patient side manipulator (psm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.